Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had 90% stenosis with mild calcification and mild tortuosity. The vision was engaged and pressurized, but the balloon would not inflate. A rupture was found in the balloon. Another company's stent was implanted to complete the procedure. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Balloon rupture can result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). With the information provided, it is likely that the rupture occurred due to the patient's anatomy; however, without the device to examine, no determination can be made as to the root cause of the reported difficulty.